Event description:
An overdose was reported. About a week ago from (B)(6) 2012, the patient's pump was refilled and in the afternoon, she was experiencing overdose symptoms. Healthcare provider (hcp) thought that the patient experienced drowsiness and could not recollect the date of the overdose. Any further details regarding this overdose were not known. Patient was not hospitalized. Drug delivered via the device was morphine 10mg/ml at a daily dose of 2mg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter pouch model: 8590-1, lot #: n277964, implanted: (B)(6) 2011, explanted: unk; ptm programmer model: 8835, serial #: (B)(4).